Event description:
It was observed during the device evaluation, that the bronchovideoscope c-cover is burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the issue of c-cover is burned was due to a high-energy treatment tool (high frequency, etc.) Used without ensuring a sufficient distance from the tip. The event 5 is detectable and preventable by handling device in accordance with the following IFU: "bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.